Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 2.6 mmol/l. Customer treated with drink for low blood glucose. Customer also stated that they had high blood glucose and the high blood glucose value was 20 mmol/l. Customer treated with insulin pump for high blood glucose. Customer¿s current blood glucose value was 9.6 mmol/l. Customer also complained for sensor updating. The sensor will return for the analysis.